Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a fevar endovascular procedure on a male patient on (B)(6) 2015, the introducer sheath was placed into the patient. However, the physician had issues introducing another manufacturer's stent through the sheath. The stent appeared to separate or dislodge from its position. The stent was replaced. There were no adverse effects. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence.